Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was leaking. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed to address the issues. Customer's blood glucose level ranged between 100-150 mg/dl.